Event description:
It was reported that the patient's spectra penile prosthesis cylinder was replaced due to potential right distal urethral injury. The cylinder was too big. No further patient complications reported in relation to this event.